Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was delivering inappropriate shocks. The rate sensing portion was broken near the header and was extracted and replaced. The shocking portion remains active.